Manufacturer narrative:
The customer provided qc and patient data files for review to the customer technical support representative (cts) and the field application specialist (fas). The fas believes that a transient fluidics issue caused a collapse of the fs/ss population which caused erroneous results to be generated. The fas noted two possibilities for the random collapsed of the fs/ss populations: * tiny clots/fibers could have formed in the bone marrow sample tubes causing the side scatter to appear collapsed, which is what was observed in both the fs/ss and cd45/ss plots. *bubbles (related to sudden temperature changes) could have formed in the sheath fluid, which can also cause the side scatter to appear collapsed. These tiny clots/fibers can cause the side scatter to appear collapsed, which is what was seen in both the fs/ss and cd45/ss plots. Bubbles could have formed in the sheath fluid, which can also cause the side scatter to appear collapsed. Bubbles sometimes form when there is a spike and drop in temperature or after changing to a new sheath container that may have been stored in a place with a different temperature. The customer was informed that this can be prevented by assuring sheath fluid is at room temperature and to prime several times, initiate the cleanse icon, or run a cleanse panel. These actions will push and/or dissolve bubbles or tiny clots/fibers out of the sample line. (B)(4).

Event description:
The customer reported that cd45 populations looked abnormal when running their laboratory designed application on the navios ex 10 colors/3 laser flow cytometer. Three (3) patients, with 4 tubes in the panel, all had the fs (forward scatter) cut off and the monos/grans falling in the dim cd45 population area. The customer confirmed that one erroneous sample result was reported out of the laboratory due to cd34 negative with a cd33 positive results. The customer stated that erroneous results were reported out as suspected apml (acute promyelocytic leukemia) but no treatment was given to the patient based on the erroneous results. Once the issue was identified, the sample was re-run twice with confirming negative apml results. There was no reported death, injury or change to patient treatment.